Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed on the cycler successfully. A glucose test was performed with results positive for the presence of glucose. An examination of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid within the cassette compartment of their cycler coincident with peritoneal dialysis therapy. The patient stated that they had been unable to dialyze on the cycler for two days following a reported fluid leak. Upon reviewing the patient¿s treatment history, it was identified that during the treatment leading up to the leak, the patient had experienced an m31 air detected in cassette alarm during drain two of four of peritoneal dialysis therapy. It was noted that the patient had drained 153 ml of an expected 2002 ml at the time of the alarm. When the patient was unable to bypass the alarm, the technical support representative advised the patient to cancel treatment and reboot/reset the cycler. Upon removing the supplies, the patient found fluid within the cassette compartment of their cycler. When notified of the leak, a technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. Upon follow up with the peritoneal dialysis registered nurse, it was verified that the patient was able to continue with their peritoneal dialysis therapy using manual supplies when the cycler was not available. The patient did not develop any symptoms or require medical intervention as a result of the issue. The cassette used at the time of the leak was discarded. The patient has received a replacement cycler and is continuing with peritoneal dialysis therapy. Additional information was requested but is not available.